Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1bbyb, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative, and from a healthcare professional (hcp). It was reported that the patient was playing with their daughter when a china cabinet fell on them and they had an accident while moving furniture and the device was compromised. The patient was stimulating at .9 prior to the event and immediately started to have bowel incontinence episodes after and since. The patient had tried changing programs and there was no response. An impedance check was done and everything was ok. The patient was scheduled for ap and lateral x-rays, and the x-rays showed a shift in the leads and the device was replaced. It was reported that the leakage, not feeling stimulation, and the pulsating sensation had been resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that she had implanted device and everything seemed to have been going well up until the last two weeks. Patient stated the first week, she had a lot of leakage and the 2nd week, she had a lot of accidents to the point where she can't make it to the restroom. Patient stated this morning since around 7:30 am, she had been to the restroom 4-5 times and can't seem to control her bowel and she did not make it any of the times to the restroom. She was feeling stresses. She wanted to know if she should change setting or stimulation on the controller. The issue was not resolved at the time of the report. A few days later, patient further reported that she went like 4 times in one night, had accident in bed. It happened at work and on the road. She had an upset stomach. She also had not been feeling stim like she used to. She can't remember when she stopped feeling stim because she was so used to feeling it that she never really thought about it. She had not had any fall or trauma but she had been extremely active since back at work. She also ran into cabinet while she was wrestling with her daughter on the floor. She spoke to on-call healthcare provider (hcp) because her hcp was on vacation and they told her to call patient services. Patient stated the stim was perfect before and she pretty much had 100% success. Patient was instructed to sync with patient programmer (pp) during the call and pp showed stim was on. She was on program 4 and increased stim to 2.5 where she only felt pulsating in her right bottom butt cheek. She usually felt a slight tinging in between her butt's cheeks where it was working. On program 1, she only felt her anus tightening. On program 2, she felt it near her rectal area but it was very uncomfortable. On program 3, she felt nothing and was programmed to not go above 1v. Patient finally went to program 4 at 2.5v where she said it felt back to normal. She felt the tingling sensation in the center like she used to. It was reviewed with patient that her body may have just adjusted to the stimulation sensations and wasn't reacting like it normally did. Patient would monitor symptoms now that change was made and would follow up with hcp if issue did not resolve. There were no further complications that have been reported as a result of this event.